Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 112 prior to changing the infusion set site, and then displayed 161 mg/dl after changed the infusion set site. The customer did not initially check bg levels with a bg meter when the cgm reading was 112 mg/dl. No additional patient or event information was available. A root cause could not be determined. At the time of the report with tandem technical support, cgm readings were accurate.